Event description:
As reported, approximately 8 years ago the patient underwent a hip replacement. Subsequently, the patient underwent an x-ray and learned that the silicone sleeve of their implant is degrading and causing bone loss at the implant site. The patient is scheduled to undergo a hip replacement operation this year. At present, the patient states they are not having any outward symptoms but was told by their physician to be aware that their hip can fail at any point in time before her scheduled surgery.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.